Manufacturer narrative:
This case was assessed as reportable to the FDA as the event severe embolism (embolism) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a taiwanese physician and concerns a 50-year-old female patient. She was injected with radiesse, into the nasolabial folds. On (B)(6) 2023, after the radiesse injection, the patient experienced a severe embolism, which caused severe nose swelling. The outcome of the event was reported as not resolved (also reported as, end date (B)(6) 2023). In the opinion of the reporter, the event was related to radiesse.